Event description:
The patient reported that the keypad buttons have been sticking. He stated that the buttons sometimes require three to four presses to obtain a response, and other times are completely unresponsive. He confirmed that the rubber keypad is intact and stated that the buttons still click and spring back as expected. The patient reported that he wears the pump in his pocket, and cleans the pump with an alcohol swab.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: the keypad was found to be worn but intact; no peeling or lifting was observed. Evaluation revealed that all keypad buttons are intermittently responsive. There was evidence of keypad adhesive found under all key contacts.